Event description:
It was reported that during preparation for a cryoablation procedure using a polarsheath fluid came out of the sheath. The sheath was replaced and the procedure was completed without patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.